Event description:
The customer reported that prior to use on a patient, the iabp unit failed system safety leak test. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There was no non-conformances in the DHR related to the reported event. The company service representative found that the drain tubing was not connected to crm (safety disk) and the barb was broken on fill port luer fitting. Proceeded to connect it and replaced the luer fitting and the manifold drive (part number 0104-00-0018). Performed the functional testing including pressure test and safety checks to meet factory specifications. The pump met the factory specifications and was returned to the customer. The manifold drive (part number 0104-00-0018) was received at the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when the evaluation is completed. (B)(4).